Event description:
I had hip revision surgery (B)(6) 2008 using depuy parts. I experienced a lot of pain for months then a CT showed fractures of pelvis and lower back. I had another revision surgery (B)(6) 2009 which has been successful using a zimmer implant. The pinnacle system was used in the failed hip surgery. I do not know what failed, the surgeon, the parts or me. But it is important to collect data on failed medical devices.